Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test, self test, sleep current measurement and active current measurement. However, power management graph and long trace displays charge/battery lasts less than expected, problem isolated to electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer reported short battery life and less than 8 hours between low battery and replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.